Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. During the procedure, the ds had some resistance but was able to be advanced and the valve was able to be implanted. Upon withdrawing the ds, femoral artery was observed to have damaged, and a non-abbott stent was deployed to resolve the event. The valve got fully re-sheathed 1 times due to implant was too low. The final implant depth at non-coronary cusp (ncc) was 4.24mm and left coronary cusp (lcc) was 4.87mm. On (B)(6) 2026, the patient developed a left bundle branch block (lbbb) prior to discharge from hospital and no treatment required. On (B)(6) 2026, the patient developed thrombocytopenia and anemia prior to discharge. Folic acid was administered to treat the anemia. The patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of difficult to advance and vascular dissection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement issue could not be conclusively determined. It is possible procedural and/or patient circumstances contributed to the reported advancement difficulty; however, this cannot be confirmed. The reported vascular dissection is likely a cascading effect of the advancement difficulty. The reported unexpected medical intervention is due to case specific circumstances, as a femoral stent was inserted to address the femoral artery injury. There is no indication of a product quality issue with respect to manufacture, design, or labeling.